Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-07-13. H.6. Investigation summary: this statement is to summarize the investigation results regarding a complaint that involved bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 2348238. The customer reported multiple lines appearing for the product 256088. When inserting the cartridge into the analyzer it reported flu b positive for the patients. However, during pcr testing for confirmation, the same patients were reported covid positive. The customer confirmed proper methods of sample collection. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided, results were acceptable, and no relevant issues were found. Positive control swabs and negative extraction reagent tests were performed on the returned products. All the devices tested had typical intended results. No discrepant results or issues were identified. This complaint was unable to be confirmed. The root cause could not be determined. Currently no adverse trend for discrepant results was identified.

Event description:
Report 1 of 3. It was reported that during use with the bd veritor ¿ sars-cov-2 & flu a+b, discrepant results were obtained. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer reporting multiple lines appearing for product 256088 lot no. 2348283. How was it determined to be discrepant? Was another method used for comparison? Analyzer reported flu b positive for patient. Pcr testing was performed for confirmation for the same patient and pcr reported covid positive. Was the sample repeated on the veritor? Yes. Result was still flu b positive. Was the cartridge visually read? Yes. Customer reporting multiple lines on cartridge. Analyzer provided valid result of flu b. Pcr testing performed for confirmation, as customer had doubts about the initial result. Was there any patient impact as a result of the discrepant results? No, customer confirmed with pcr testing before initial result was reported.

Event description:
Report 1 of 3 it was reported that during use with the bd veritor ¿ sars-cov-2 & flu a+b, discrepant results were obtained. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer reporting multiple lines appearing for product 256088 lot no. 2348283. How was it determined to be discrepant? Was another method used for comparison? Analyzer reported flu b positive for patient. Pcr testing was performed for confirmation for the same patient and pcr reported covid positive. Was the sample repeated on the veritor? Yes. Result was still flu b positive. Was the cartridge visually read? Yes. Customer reporting multiple lines on cartridge. Analyzer provided valid result of flu b. Pcr testing performed for confirmation, as customer had doubts about the initial result. Was there any patient impact as a result of the discrepant results? No, customer confirmed with pcr testing before initial result was reported.

Manufacturer narrative:
Eua(B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.